Manufacturer narrative:
This article was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Not returned.

Event description:
It was reported in "management and outcome of the dislocated hip hemiarthroplasty": "of 3326 consecutive patients treated with hemiarthroplasty for fractured neck of femur, 46...sustained dislocations". A table is provided identifying 12 of the 46 patients with the austin moore endoprosthesis. This article was included in the quarterly journal review conducted at the end of the q4 2018.